Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was hanging. The software was reinstalled as a preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was hanging occasionally. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.